Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor was damaged. The customer removed the sensor during troubleshooting and found the cannula was broken off. The customer was asked to check the insertion site and dose feel hard on the area the sensor was inserted the customer stated no. The customer was advised the cannula was not in the body most likely it was retracted up with the needle hub.

Manufacturer narrative:
The correct information has been provided with this report.